Manufacturer narrative:
Evaluation summary: the analysis results for the device found that it was non-functional. The device was cycled and would not feed the clips. The anti-backup was damaged. Upon disassembly of the device, the feed bar was damaged. No conclusion as to what may have caused the damage to the instrument.

Event description:
It was reported that during a thyroidectomy procedure, the clips would not advance. Only 2 clips were released, and then the device blocked. Another like device was used to complete the case. No patient consequence reported.